Event description:
The screw broke during surgery and the tip of the screw was unable to be retreived and therefore, remains in the patient's bone.

Manufacturer narrative:
There are events planned for and expected by the manufacturer as outlined in the IFU. The IFU states "incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture." Since the screw was not returned to the manufacturer for evaluation, it is unable to be determined the cause of the screw breaking. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4): not returned to manufacturer.